Manufacturer narrative:
Pt information unavailable as no pt was present in this concern. Per RMA, a new suretrack clamp was sent to site for replacement. The evaluation of the returned clamp showed the adjustment screw appears to have been cross threaded and has locked up.

Event description:
Site reported a stripped adjustment screw on their suretrack2 small clamp. This event did not occur during surgery and no pt was present.